Event description:
According to the customer the bed is sparking when plugging in the head motor cable extension into the control box .

Manufacturer narrative:
According to the customer the bed is sparking when plugging in the head motor cable extension into the control box. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.